Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's infusion device stopped working. She put a new battery in the device and during startup it displayed e8 (power interrupt). The pt was unable to clear the error because the buttons on the device were not functioning. The pt changed the battery again and the battery cover, but the buttons still would not function. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.